Event description:
It was reported that the tubing from the ilet cd infusion set became disconnected from the connector, after which the patient¿s caregiver reconnected the tubing to the pump, primed until drops were visible, and reconnected to the body, with troubleshooting and education completed and no alerts or alarms reported. Symptoms included elevated blood glucose as the event affected glucose control. Outcomes included no hospitalization and resolution after reconnection and priming. Investigation included customer service troubleshooting and education to verify reconnection and tubing fill. Investigation of this case revealed a disconnection at the infusion set connector consistent with a connection issue, with no evidence of device malfunction after reconnection and priming. It was concluded, based on previously established findings for similar reports, that the cause was user technique or handling leading to an infusion set connection issue.

Manufacturer narrative:
This MDR is being submitted late due to a complaint management system transition. During reconciliation and review activities following the system migration, this event was identified as meeting MDR reporting criteria under 21 cfr part 803. Upon identification of the reporting obligation, beta bionics initiated submission of this MDR.